Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse used a bd vacutainer® wingset button blood collection set 21g x 20mm x 180mm to draw blood cultures from a patient who was positive for syphilis. The nurse chose not to use a holder because it did not fit the blood culture bottles (the holder was a non-bd device). After the patient's blood was drawn, the sleeve fell off of the blood collection set and the nurse suffered a contaminated needle stick injury to his/her right thumb. The nurse received an "antibody" injection due to the needle stick.

Manufacturer narrative:
Results: a sample was not returned for evaluation. Twenty retention samples were evaluated for sleeve stopper recovery. The sleeve recovered on all samples. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 367237. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, the customer did not use the blood collection set with holder as per the IFU. Therefore, the most likely cause for this incident was incorrect use by the customer.